Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift by a provider, who stated that "the end user was being lifted off toilet when the lift tilted to the left causing the patient to fall to the ground. The end user's husband was able to get the end user moved to bed." It is unknown at this time whether there was any injury or medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.